Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal stuck in the loader device and never made it to the delivery tube during loading. A replacement seal was used to complete the procedure. The hospital did not report any patient complication.

Manufacturer narrative:
Investigation results: the visual inspection revealed that seal subassembly was in the loader, but outside the delivery tube. The delivery device was misaligned inside the loader with the plunger not depressed. This evidence suggests that after the failed attempt to load the seal into the delivery tube, the delivery device was removed from within the loader device and was then pushed back into the loader device prior to shipment. Based upon these findings, the complaint that the seal failed to load is confirmed. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint. (B) (4).